Event description:
Several months ago, while the patient was in the hospital for an unspecified reason, the patient "felt like she was being electrocuted" when the stimulator was turned down and off. In 2008, the patient experienced an "electrocution-type feeling" all down her legs that came when the device was turned on or off, it lasted about 15 minutes. There was no known accident or incident related to the event. The patient was at home and her status was undetermined. The patient was encouraged to contact her hcp. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.